Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, the right ventricular (rv) lead exhibited loss of capture and an out of range impedance measurement. As a result, the rv lead was successfully repositioned. No additional adverse patient effects were reported.